Event description:
It was reported that a patient had an increased intra-peritoneal volume event while performing therapy on a homechoice device. The patient¿s fill volume was 2000 ml and the patient¿s drain volume equaled 3268 ml. The patient drain volume exceeds 160% of the maximum prescribed cycle fill volume while performing therapy. A swap of the device was initiated and the patient would complete therapy using continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. A review of the event history log was performed and verified the iipv event. . A service history review revealed no previous service events related to the reported condition. An internal and external visual inspection was performed with no abnormalities noted. The device was determined to meet electrical and functional performance specification requirements per rite (return instrument test/evaluation) testing. The device pneumatic system was tested with no leaks noted and all pressures were found to be correct and stable. The device successfully completed a short simulated therapy. Upon conclusion of the investigation, the cause of the iipv event was determined to be a false empty detect and use error, further specified as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide warns the user that setting the minimum drain volume % too low, could result in an incomplete drain for the patient. This could result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.